Manufacturer narrative:
Corrected data: the reported event that drill, ao, sterile t2 femur ø4,2x340 mm was alleged to be broken could be confirmed, since the device was returned for evaluation and matches with the alleged event. The received drill shows traces of use. Dents are observed on the cutting edges of drill and edges are blunt, which is due to intense use of the drill. The drilling spiral of the drill returned is completely sheared off at the level of approx. 12 mm from the beginning of the spiral. The breakage surface shows a smooth structure. Plastic deformation along the breakage surface is not found. According to the appearance of the breakage surface, the drill broke in a (forced) brittle manner due to overload, most likely by bending stresses. The breakage may be caused by drilling under misalignment and / or contact with a hard object. Stryker devices are inspected before being released for distribution, if any deviation would have been noticed, a nonconformance would have been raised. This is the first reported case with this lot number, the device can be therefore confirmed faultless prior the distribution. A review of the labeling did not indicate any abnormalities. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by improper handling (drilling under misalignment and / or contact with a hard object.) If any further information is provided, the complaint report will be updated.

Event description:
During a femoral nail implantation with dr. (B)(6), the single-use d4.2 l340mm drill broke into the patient while drilling the distal screw. The surgeon had to perform an internal surgical cut in order to the remove the fragment of the broken drill. Clinical consequences observed: an additional surgical internal cut and extension of the surgery time of at least half an hour.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During a femoral nail implantation with dr (B)(6), the single-use d4.2 l340mm drill broke into the patient while drilling the distal screw. The surgeon had to perform an internal surgical cut in order to the remove the fragment of the broken drill. Clinical consequences observed. An additional surgical internal cut and extension of the surgery time of at least half an hour.